Event description:
It was further reported that follow-up evaluations were not performed post-index procedure. The physician reported that the relationship between death and this adverse event was "definitely related."

Event description:
It was reported that after an atrial tachycardia right side procedure was completed and all the catheters had been retrieved, a drop in the patient's blood pressure was noted. The ultrasound confirmed the occurrence of pericardial effusion. Pericardiocentesis was performed. The status of the patient was stable, patient was sent to recovery and to ICU. No patient's updated status has been provided.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #: m-5463-01, serial #: (B)(4). The patient adverse event occured while the biosense webster field service engineer (fse) was on site for case support. The fse spoke to fellow physician who stated that the adverse event was not caused by any of bwi equipments/ systems. Therefore, the physician declined system service. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4). Catheter passed carto 3, electrical tests, cool flow pump and patency flow tests. No anomalies were found related to this complaint. In addition, the DHR (device history record) review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.